Event description:
Customer called to report hospitalized related to low bgs. The paramedics took patient to the hospital. It was stated that patient did not eat or do anything out of the ordinary but their bgs were low. The device had an alarm and patient did not have another set of batteries to perform any troubleshooting. However, customer had the batteries out all week. So the memory was cleared. Further testing showed that the lead screw rotated accurately and the insulin existed. Unit was not dropped, bumped, or exposed to moisture.